Event description:
The customer reported that the unit is alarming no o2 available and high o2 pressure alarm. The customer reported that the unit was not in use on pt. The biomedical engineer reported that the oxygen manifold was replaced to address the reported problem. The unit is now back in service.